Event description:
The rptr did not want to answer any questions. She just wanted to get meter replaced. She did mention that her readings were high and her confirmation dot was dark blue. The rptr is on insulin and does not use meter readings to adjust her dose. She uses the meter 3 times daily. She demanded a meter soon because she was moving and was not sure where yet. A replacement meter was sent to her by fed-ex.